Event description:
The customer reported to olympus, during reprocessing of the evis lucera elite bronchovideoscope the entire screen was blacked out. It was further reported that during an unspecified procedure, the patient was not sedated; the procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Initial reporter and address: (B)(6). Initial reporter health professional: inadvertently checked; the reporters information is not available. The device was returned to olympus for evaluation. The customer's complaint was confirmed. The evaluation found that due to damage on the (ccd) unit, the image disappeared during angulation in the up directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported blacked out image could be determined, however, the device ccd-unit was likely broken during user handling. The event may be detected by handling the device following the instructions for use which state: ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.